Event description:
It was reported that this right atrial (ra) lead exhibited an increase in pacing thresholds and pacing impedances. The possibility of lead fracture was discussed. Subsequently, this patient underwent a revision surgery in which this lead was surgically abandoned. A new ra lead was successfully implanted. In addition, the pacemaker was upgraded during the surgery due to normal battery depletion. No additional adverse patient effects were reported.